Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Review of the event history log showed primary audible alarm bgnd test, acu watchdog failure. The reported problem was duplicated. The root cause was the main printed circuit board (pcb). After replacing the main pcb, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the main board needs to be replaced. Reporter states they received errors: system failure, primary audible alarm, and watch dog failure. The issue occurred during testing, and there was no patient involvement.